Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 74.7cm from the hub. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 23apr2020. It was reported that shaft kink occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced but the shaft was kinked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed shaft separation.